Manufacturer narrative:
Customer reported that a pyxis anesthesia es system reported a failed drawer that they were unable to recover during a procedure. The length of the delay to patient care was disclosed as approximately 30 minutes. The nature of the procedure was not disclosed. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A field service technician evaluated the device and determined that there was medication jammed in the drawer causing the drawer not to open. Once the medication jam was cleared the device worked as intended. .

Event description:
Customer reported that a pyxis anesthesia es system experienced a failed drawer that they were unable to recover during a procedure. The length of the delay to patient care was disclosed as approximately 30 minutes. The nature of the procedure was not disclosed. Patient or user harm was not reported.